Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the probe tip broke off. It was still attached to the probe by one probe wires, but the tip was broken. Based on the investigation, the damage which occurred was likely due to excessive force being applied and/or over bending the tip, causing the sheathing on the distal end to snap. However, the root cause could not be conclusively specified. The most probable cause of the complaint was not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hemostatic probe broke in the endoscope channel during insertion. The issue was found during a unknown gastroscopy procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.